Manufacturer narrative:
The event of seroma and lymphoma-alcl-suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: seroma. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Regulatory agency provided a health care professional's report of "left breast seroma" with "cd30 receptor positive cells." Device was explanted. Fluid aspiration and capsulectomy were performed.